Manufacturer narrative:
Pending evaluation (d11) concomitant devices: biolox delta femoral head 28mm od, -3.5mm (cn: 170-28-93; sn: (B)(6).) Novation gxl liner, neutral, 28mm ID, group 1 (cn: 130-28-51; sn: (B)(6).)

Event description:
Index surgery: (B)(6) 2014. The patient called exactech asking if there was a recall on her implanted devices. She is pending a revision on (B)(6) because her cup or liner has gone bad. Update: (B)(6) 2020: patient was revised on (B)(6) 2019 due to reason not reported. Concomitant devices: biolox delta femoral head 28mm od, -3.5mm (cn: 170-28-93; sn: (B)(6)) novation gxl liner, neutral, 28mm ID, group 1 (cn: 130-28-51; sn: (B)(6))

Manufacturer narrative:
*Section h10: (h3) the evaluation noted in the revision reported could not be determined, but was likely the result of either wear, loosening, infection, or instability. However, this cannot be confirmed because the explants were not available for evaluation and no further information was provided. (D11) concomitant devices: biolox delta femoral head 28mm od, -3.5mm (cn: 170-28-93; sn: (B)(6)) novation gxl liner, neutral, 28mm ID, group 1 (cn: 130-28-51; sn: (B)(6) no information provided in the following section(s): a2, a4, a5, b6, b7, e3, h6, h7.

Manufacturer narrative:
Concomitant devices: biolox delta femoral head 28mm od, -3.5mm (cn: 170-28-93; sn: (B)(4)); element stem, collared w/ ha, std offset, sz 13 (cn: 164-03-13; sn: (B)(4)); novation gxl liner, neutral, 28mm ID, group 1 (cn: 130-28-51; sn: (B)(4)).

Event description:
It was reported that the primary surgery occurred on (B)(6) 2014. The patient called exactech asking if there was a recall on her implanted devices. She is pending a revision on (B)(6) because her cup or liner has gone bad. Concomitant devices: biolox delta femoral head 28mm od, -3.5mm (cn: 170-28-93; sn: (B)(4)); element stem, collared w/ ha, std offset, sz 13 (cn: 164-03-13; sn: (B)(4)); novation gxl liner, neutral, 28mm ID, group 1 (cn: 130-28-51; sn: (B)(4)).